Event description:
It was reported that the ilet with serial number (B)(6) generated repeated alert 64, identified as a haptic error, over approximately one week, and the user was advised to shut down the device and use backup therapy because insulin delivery and meal announcements were not reliable. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, treatment, or hospitalization. Investigation included troubleshooting and user education, review of device use, and arrangement for replacement with return of the original device for assessment. Investigation of this case revealed a suspected malfunction of the haptic/vibration alert function consistent with a device malfunction in the alert subsystem. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description complaint confirmed. Alert 64 present in notification menu. Engineering logs were downloaded and reviewed; logs confirmed alert 64. The device was opened and the vibe lra connector was found not fully seated. After the lra connector was seated correct and the device restarted, alert 64 was cleared. The cause for the issue was due to improper assembly.